Event description:
It was reported that the patient presented at the ER after receiving inappropriate hv therapy due to svt with increased heart rate. The patient was stable after the event. Programming changes and medication options were recommended.